Event description:
It was reported that patient had phrenic nerve stimulation due to lead dislodgement. Patient will come back for follow up. All the others parameters are good. Patient¿s condition is good.

Manufacturer narrative:
(B)(4).